Event description:
Per complaint (B)(4), a patient complained about pain and swelling that started on (B)(6) 2018, two months after initial placement of their dental implant. The doctor treated the patient three different times with antibiotics and the patient decided to have the implant removed. The dental implant was removed three months after the patient first experienced pain.